Event description:
It was reported that this pacemaker reverted to safety mode. Device replacement will be scheduled in the coming weeks. No adverse patient effects were reported. Additional information: this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection of the device's case and header noted no anomalies. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Data review revealed an error code had been recorded. The device case was removed to facilitate inspection of the internal components and further testing. Internal visual inspection noted a breach in the battery case and that a small amount of electrolyte had leaked into the insulated area surrounding the battery. As the device's outer titanium case remained fully hermetically sealed, the escaped electrolyte fluid remained contained within the device itself and was not exposed to the patient's tissue. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Analysis determined the error code and resultant safety mode were most likely due to the weld breach of the battery case which degraded the battery. However, analysis of the battery could not determine how the breach in the battery case occurred.

Event description:
It was reported that this pacemaker reverted to safety mode. Device replacement will be scheduled in the coming weeks. No adverse patient effects were reported. Additional information: this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Event description:
It was reported that this pacemaker reverted to safety mode. Device replacement will be scheduled in the coming weeks. No adverse patient effects were reported.